Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted (B)(6) 2014.

Event description:
It was reported that a warning triggered due to low impedance on the right atrial (ra) lead. There were also high thresholds noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.